Event description:
It was reported that the device were used during an abdominal procedure. It was reported that the clips were loose in applier, clips are not fixed in the jaw and the clips would not completely close. There was no consequence to the patient. 08/07/1996 a second device with a different batch number was used to complete the case without incident.